Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a normal device check-up, high threshold was observed. The patient was moved to the operating room for a lead revision. During the lead revision, the lead was confirmed to be dislodged. Lead repositioning was not successful as the helix could not be redeployed. The lead was explanted instead and replaced. Upon extraction, tissue was found in the helix. The patient tolerated the procedure well and will be followed normally.